Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the incident occurred in the operating room during an elective laparoscopic gastric sleeve operation. From the first stapler the device did not fired, we tried also the second cartridge (the same model) and the result was the same - we could insert the device into the abdomen and to close the jaws, but after activating firing option there was absolutely no response from I-drive after we pushed the appropriate button. It was fortunately possible to open the jaws and to remove the device. It was possible to finish the operation with idrive. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).